Event description:
It was reported that this programmer screen was frozen during a magnetic resonance imaging (MRI) programming procedure. Finally, the objective device was programmed to MRI mode. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.